Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Analysis revealed the shaft material had been fractured at the distal edge of electrode ring 2. Additionally, multiple short circuits were noted, consistent the fractured shaft material at electrode ring 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture in the shaft material and short circuits remains unknown.

Event description:
This report is being submitted due to a fracture and short circuits noted during analysis.